Manufacturer narrative:
Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates there are no complaint related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail (tfn) placed for a sub trochanteric fixation on (B)(6) 2013 at another institution by unknown surgeon. Patient had developed non-union and trochanteric fixation nail (tfn) was removed intact without incidence and a competitor's insertion nail was inserted after reaming of the canal. Reported clinical findings include delayed healing. There is no surgical delay and the patient was fine. The procedure was completed successfully. His is report number 1 of 2 for (B)(4).